Event description:
It was reported that (B)(6)2023, during a surgery for esophageal atresia, while using a coolseal mini, while using the seal on the patient´s esophagus, the physician reported that the device caused a superficial burn of the patient´s right lung due to working in a very narrow surgical field, the shaft of the instrument touched the lung resulitng in the burn. No complications related to the incident were reported as no medical intervention was required. The physician reported the patient as stable and reported no complications. No other information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. H6: health effect clinical code suggested : lung superficial burn.